Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm) and pump error 15 (the critical block and inverse critical block did not add to zero). It was found that the pump was not functioning properly. The customer did not report any adverse events. The event involved the mmt-1886 product. Troubleshooting was performed. The customer was able to clear the pump error 23 and complete the rewind process. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test and selftest. No unexpected pump error 23 alarms during testing. Successfully downloaded history files and traces using thump. Per r&d engineer in the software r&d pump analysis log - ble, "pump error 15 (inverse_check) (filenum/linenum=38/442) was triggered in function hrm_oneminutetes()t file hrm_periodic_tests since critical data integrity check failed¿ suspecting hw ( memory corruption). Pump error 23 was the consequence of the pump error 15 since pump restarted without safe shutdown". The pump was cut open and moisture damage was noted on the motor assembly during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, and scratched case. Pump error 15 and pump error 23 were confirmed, problem isolated to the electronic assemblies. Moisture damage noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.